Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen displayed only a black background with a password box. A field service engineer (fse) observed the issue as reported by the customer. The sata cable had recently been replaced; it was cleaned, inspected, and reseated. The all-in-one pc was removed from the docking board, cleaned, inspected, and reseated as well. The fse then replaced the rear drawer module, and the application launched correctly after the firmware upgrade. Fse confirmed no failures were present, and the user was able to log in and confirm multiple items in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user rebooted the machine due to a hardware failure. After the reboot, the system displayed a black screen prompting for a password. Upon checking on remote smart service, the unit had been showing as offline for approximately 30 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.